Manufacturer narrative:
Report of stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had an 8mm tear near commissure 2. Leaflet 1 had a tear on the cusp region that measured 3mm at the inflow and 2mm at the outflow aspect. Calcification was evident near the tears. The sewing ring was cut off around the valve and exposed the wireform at the inflow aspect. Based on product evaluation findings, calcification restricted leaflet mobility which led to stenosis. Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a (B)(6) male patient underwent aortic valve replacement of his bioprosthetic aortic valve due to prosthetic structural valve deterioration with severe aortic stenosis. The implant duration of the device was 11 years. Recent echo shows a calculated valve area of 0.5 with severe prosthetic valve aortic stenosis which was worsened from approximately a year ago quite significantly. Patient received a non-edwards valve. Postoperative, patient was stable and was in sinus rhythm with no complications. Patient was discharged on postoperative day #4.